Manufacturer narrative:
Information suggests this device remains in-service. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had declared the elective replacement indicator (eri). This device had a voltage of 2.7v and charge times of 22.8 seconds. There was concern that this device had only last three years. This device is included in the mid-life display of replacement indicators advisory. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the device was put through a series of automated tests that verified the performance of its memory, pacing, defibrillation, sensing and recording functions. The device case was then opened. Inspection of internal components revealed that one of the high voltage aluminum electrolytic capacitors had temporarily shorted, resulting in the extended charge time reported clinically. Root cause of the short was determined to be due to compromised dielectric (insulation) between an anode and cathode layer within the capacitor stack, coupled with internal compression. Memory review confirmed that subsequent charge times had recovered. Process changes aimed at mitigating this capacitor behavior have been implemented.

Manufacturer narrative:
The device was explanted for normal battery depletion and returned for analysis.